Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer stated she treated for high blood glucose with manual injection but it didn't help. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised that if unexplained high blood glucose persisted following the set change we can perform high pressure test. It was explained to the customer that high pressure test and that tubing would need to be replaced following the test. The customer will monitor blood glucose and pump.